Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement and upgrade procedure. It was noted that there was noise and oversensing on the right atrial lead. The atrial lead was extracted and the rest of the system replaced electively. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a partial lead was returned in two pieces. Connector portion a (4.7 cm) and distal portion b (25.5 cm) (insulation) / 38.7 cm (coil). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the outer insulation (1.5 cm to 2.0 cm) at the distal region of the lead which is consistent with friction to another implanted device or feature of the patient anatomy. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone.